Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from the (B)(6) of peritonitis was positive for acinetobacter iwofii, not doing handwashing and did not wear a mask, coincident with pd2 therapies. In (B)(6) 2010, the patient began dianeal pd2 1.5% and dianeal pd2 4.5% therapy (dose, frequency not reported) intraperitoneally (ip) for continous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapy was not reported. On (B)(6) 2012, the patient was hospitalized for peritonitis. The patient complained of abdominal pain. The patient was treated with cefazolin (250 mg) and ceftazime (250 mg) with frequencies and route not reported. The cause of the peritonitis was the patient did not wear a mask and not doing handwashing. The patient remains hospitalized. At the time of this report, the patient had not yet recovered from the peritonitis. The patient experienced clearing dialysate. Antibiotics continue. The relatives were retrained on aseptic technique last (B)(6) and was observed from then on until the patient was discharged. Concomitant medication included caco3 (calcium carbonate), feso4 (ferrous sulfate), fa (folic acid), calcotrine, nahco3 (sodium bicarbonate), amodipine, epo (erythropoietin) 4000u, and ranitidine. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as the patient not wearing a mask and handwashing before starting peritoneal dialysis. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.